Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient has had complications post filter implantation. The patient had a greenfield filter implanted in (B)(6) 1991. At unspecified times post procedure, the patient experienced continual swelling of her right leg and pain in her back, groin and chest. No further complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the filter has migrated and the legs are possibly fractured.